Event description:
It was reported that an intra-aortic balloon (iab) had been inserted via the right femoral artery by the md in the cath lab without difficulty. After 2 hours in use, the intensive care unit (ICU) nurse noticed blood in the driveline tubing and called the perfusionist and surgeon. The intra-aortic balloon pump (iabp) was placed on standby immediately and removed. The md placed another iab without problems. The patient was restless in the ICU and the md states "the patient could have broke the central lumen at the insertion site by moving too much." There was no patient death, injuries or complications noted and the patient is currently still admitted to the ICU.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.